Event description:
During use, the image was not clear. The hospital engineer checked it was caused by damage to the internal electronics of the endoscope , and sent it for repair. Replaced the internal electriniocs and the endoscope became normally. Harm performance: delay the examination there was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are no distributed in USA products, but similar device product is listed in USA. G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. The pentax medical apac responded to a good faith effort request via email on 21-aug-2024 as follows information. The cause was a broken ccd. The examination was delayed, but the patient was not harmed physically. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information b4: date of this report d4: primary unique device identifier (UDI) # g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Additional information a1: patient information d8: was this device serviced by a third party? H4: device manufacture date. Evaluation summary the investigation determined that the potential root cause of this failure was an external impact that dented the ift, compressing the ccd signal line and causing image problems, as well as wear of the device due to long-term use. The device was repaired by the third party and returned to the hospital. Reminded the hospital that the daily operation and reprocessing procedure should be regulated in accordance with the IFU. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 25-sep-2020 under normal conditions, passed all required inspections and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 08-oct-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.